Event description:
Device has been explanted.

Event description:
Events occurred on left side device. Patient representative reported ¿mental anguish¿ and ¿pain.¿ patient representative also reported patient ¿suffered personal injuries and related damages¿ and ¿suffering;¿ these events are not device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety around product and capsular contracture baker grade unknown.

Event description:
Patient reported "anxiety with textured implants". Healthcare professional reported capsular contracture baker grade unknown. Device remains implanted.